Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a patient sample while using the vitros 5600 integrated system. A definitive root cause for the event could not be determined. There was no evidence to suggest that a reagent related issue contributed to the event. However, as no performance testing was performed, a vitros instrument issue cannot be ruled out as a potential contributing factor. Pre¿analytical sample handling could not be ruled out as a contributing factor, as ortho could not established if the customer was following the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The definitive root cause for the event is unknown.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result from a patient sample processed on a vitros 5600 integrated system. Vitros tropi es result of 0.209 versus expected <0.012 ng/ml; biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected result was reported from the laboratory and the patient was administered heparin drip. No further information regarding the patient was provided. A corrected report was issued following repeat testing. Ortho have not been made aware of any allegation of patient harm as a result of this event. In response to the non-reproducible, higher than expected vitros tropi es result reported, the patient was administered a heparin drip that was later deemed to be unnecessary. This event was reviewed by an ortho medical safety officer and it was determined un-necessary administration of heparin per se, is not life-threatening, does not lead to permanent damage to a body part or permanent loss of a body function, nor it requires medical or surgical interventions to prevent these. This event does not medically qualify as a serious injury or serious deterioration in the state of health. (B)(4).